Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Bergeson ag, et al, medial mobile bearing unicompartmental knee arthroplasty, j arthroplasty (2013), http:// dx.doi.org/1 0.1 016/j.arth2013.01.005. (B)(4).

Event description:
Information was received based on review of a journal article titled, "medial mobile bearing unicompartmental knee arthroplasty early survivorship and analysis of failures in 1000 consecutive cases¿. It was noted in the article that unknown number of patient(s) experienced revisions due to persistent pain.